Manufacturer narrative:
Investigation: 11 sealed packaged safetyglide needles were received, confirmed to be from batch #9170947 (p/n 305917). They were visually evaluated. 6 packages, all from cavity 40, were observed the needle positioned and sealed sideways inside the bottom web pocket. The top and bottom webs were distorted around the needle¿s position in each of these samples, creating incomplete seal. Edges of the needle in the packages were observed to have punctured parts of the bottom web as well. 3 of these packages were received connected to cavity 39 packages. The web distortion in cavity 40 packages appeared to extend to cavity 39 packages, creating channels in the seal. 2 packages from cavity 40 were received with correct needle placement. However, the bottom web appeared to be shallow and incompletely formed. Top web stretched around the product inside which was observed to be pushing through the top web. Parts of the green stripe at that location was slightly pulled apart. The bottom web appeared to be shallow, incompletely formed, and did not allow the needle to sit correctly in the pocket. Potential root cause for open seal defect is associated with insufficient vacuum to make proper form pockets in the bottom web material. This was likely due to: (1) malfunctioning gauge. (2) lack of control in place to detect and stop machine for insufficient vacuum. Potential root cause for missing shield defect is associated with defective components from vendor. Device history record¿s (DHR) review was completed. No issues were found documented during the manufacture of batch 9170947 related to the complaint defect.

Event description:
It was reported that an unspecified number of needle sftygld 21x1-1/2 rb tw experienced a damaged or open unit package/seal where the sterility is compromised which was noted prior to use. The following information was provided by the initial reporter: several instances of badly sealed packaging housing the needles. Misaligned top and bottom plastic sections sometimes give rise to holes within the seal thus compromising sterility of needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle sftygld 21x1-1/2 rb tw experienced a damaged or open unit package/seal where the sterility is compromised which was noted prior to use. The following information was provided by the initial reporter: several instances of badly sealed packaging housing the needles. Misaligned top and bottom plastic sections sometimes give rise to holes within the seal thus compromising sterility of needle.